Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet solent omni thrombectomy device. Visual and tactile examination showed damaged to the outer tubing at approximately 67cm and 65 cm. The thrombectomy system was inserted in to the ultra-console for functional testing. Functional testing showed leaks at the parts of the tubing that were damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the superficial femoral vein. During power pulse mode, breakage of the shaft and leakage was noticed. The catheter was tested in thrombectomy mode in a saline bowl and it was noticed that saline was leaking from the shaft. The procedure was completed with a different device. No patient complications were reported and the patient's condition was reported as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. An angiojet solent omni catheter was selected for a thrombectomy procedure in the superficial femoral vein. During power pulse mode, breakage of the shaft and leakage was noticed. The catheter was tested in thrombectomy mode in a saline bowl and it was noticed that saline was leaking from the shaft. The procedure was completed with a different device. No patient complications were reported and the patient's condition was reported as stable.